Manufacturer narrative:
A device history record review was completed for provided material number 307727 and lot number 2309171. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, both picture and physical samples were returned for evaluation by our quality team. Through examination of the samples, the reported defect was identified. At this time, an exact cause could not be determined for this incident. It is most likely that it resulted from an issue during storage or transportation after manufacture; however, the exact point of damage cannot be concluded. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
The outside parcel was not damaged (it was not a lidded parcel like you use for packaging and the tape that closed the box was orange and white) but everything inside was soaked, the packaging boxes and the syringes. I can only deduce that the delivery person who delivered the products put them in a different box from yours. I checked with the pharmacist that the syringes cannot be used because the sterilisation process has been compromised.

Event description:
Dry packing carton but wet products inside so unusable.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative.

Event description:
No additional information.